Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the left ribcage where the pocket was located. The pocket site was relocated and the patient is rep doing well.